Event description:
The patient was checked at the hospital and confirmed for multiple inappropriate shocks. Patient refused to be admitted so therapy was switched off and a lead replacement is planned. This rv lead remains actively implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.